Manufacturer narrative:
Date of event: month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
An endo anchor system - heli-fx aaa was used as an accessory device with a medtronic stent graft in an unknown endovascular procedure. It was reported that a CT was performed approximately 30 days post index procedure, where it was observed that an anchor went through the aorta into the left renal artery during the index procedure. Stenting of the renal artery was performed. As per the physician, cause of the event was user error. No additional clinical sequalae were reported and the patient is fine.